Event description:
It was reported that the anaesthesia device was in use during surgery and stopped suddenly without alarm. A similar incident reportedly occured already one week earlier.

Manufacturer narrative:
The device was checked by a drager service technician after the event and the power switch was identified to fail. The switch was replaced and no further problem was reported. The "switch off" behaviour of the 'primus' was tested and found that display and acoustical alarming worked as specified. The log book analysis confirms that the problem was caused by the power switch. If the device is switched off by the power switch - intended or due to failure - specified shutdown behaviour occurs during a 10 seconds sequence. In these 10 seconds, the device can be restarted immediately by pressing the power switch again. In this case ventilation will immediately be continued with the last settings. A corresponding hint is shown on the display and the behaviour is described in the instructions for use. During the complete shutdown procedure the device generates an acoustical tone sequence of maximum sound intensity. As the alarm function was verified after the event, it was concluded that the alarm tones were posted during the shutdown sequence. The reported event is isolated.